Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient faced the needle issue event on (B)(6) 2025.the patient forgot to remove the needle guard before insertion. No further information available.